Event description:
The child's mother had just placed the child in the e543 large bath chair, when the backrest of the chair fell down and the pt fell out.

Manufacturer narrative:
We are awaiting return of the device to complete our eval.